Event description:
It was reported that this spectrum pump had a system error 322 in the event history log. The device was not in use with a pt when this issue was discovered.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported system error 322 was confirmed through review of the event history log. The lower aux flex tail had importer bit marks. This is because of importer layout of the zinc planting on the tail. On one side of the tail there is more spacing than the other side. Because of the importer bit there could be intermittent connection which leads to this system error. The upper and lower aux were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.